Event description:
The customer reported that there was a stator not on error message. This error causes the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.